Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The customer changed supplies to address the issue. The customer's blood glucose ranged from 125mg/dl to 400mg/dl.